Event description:
It was reported the patient has not used or charged her scs system in about 5 months. The ipg will not communicate with the patient programmer or charger. The customer representative met with the patient and confirmed the ipg will not communicate with the programmer or charger. The next course of action is not known at this time.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.